Event description:
It was reported that the sv300a started alarming with error code "airway pressure too high", in the alarms and messages display during calibration, with no glasses attached to the ventilator. There was no pt involvement or injuries. Ventilator settings, at time of incident, are unk.